Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
The facility reported a pca ii pump that "alarmed "obstruction" and/or "halt" when it was attempting to flow." The customer reported that the pca ii pump was used in tandem with a sigma spectrum pump using a pca combination set. This event occurred during infusion, but it is unknown in which care area this event occurred. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The facility nurse follow up with baxter providing additional information that the hospital has started running the sigma spectrum IV line at 100 ml/hr vs the original 20 ml/hr rate. This has seemed to have resolved the pca ii alarms. Additionally, the nurses on the floors were surveyed and they are no longer experiencing any issues. Should additional information be received, a follow-up medwatch will be submitted.